Manufacturer narrative:
The following fields have been updated with additional information: medical device expiration date: 2023-06-30. Medical device lot #: 8197817. Device manufacture date: 2018-07-16.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ leaked. The following information was provided by the initial reporter: the needle that was in the pack did not fit tightly on the syringe (although the physician had fixed it firmly ) and part of the medication leaked out at the connection point. The physician used another needle and was able to administer the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ leaked. The following information was provided by the initial reporter: the needle that was in the pack did not fit tightly on the syringe (although the physician had fixed it firmly ) and part of the medication leaked out at the connection point. The physician used another needle and was able to administer the product.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd plastipak¿ syringe luer-lok¿ leaked. The following information was provided by the initial reporter: the needle that was in the pack did not fit tightly on the syringe (although the physician had fixed it firmly ) and part of the medication leaked out at the connection point. The physician used another needle and was able to administer the product.